Manufacturer narrative:
The exact date of the event is unknown. The provided event date of december 01, 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on an unknown date. During the procedure, the snare wire broke while performing polypectomy. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: medical device problem code a0401 captures the reportable event of loop break. Block h10: (product investigation): one cold snare was received for analysis. Visual inspection of the returned device revealed that the snare loop was detached and it was the only part of the device that was returned. It's important to mention that the proximal side of the device was not returned (just the loop was received), therefore, it was not possible to make any analysis of the catheter. The reported problem of "loop break" was confirmed since the returned device was the detached snare loop. This type of damage could occur during its manipulation and due to the force applied over the device. Most likely procedural factors such as handling the device, the technique used by the physician during initial use, set-up, power-up, or shortly thereafter could have affected its performance and its intended purposes, leading to the reported event. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is adverse event related to procedure. This code was selected as the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on an unknown date. During the procedure, the snare wire broke while performing polypectomy. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.